Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no delay to the scheduled procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the overheating complaint could not be replicated. During the device evaluation, it was noticed that the device was excessively noisy, prompting further investigation. Internal components were evaluated and the rotor bearings were discovered to be missing the required lubrication. If lubrication is not present, heat could be generated among rotating components. The rotor assembly and bearings were replaced, and additional preventative maintenance was also performed.